Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid. The procedure was aborted and the patient recovered without sequelae. The physician plans to reschedule the implant procedure.